Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 1st obtuse marginal. Patient was free of symptoms at the 30 day and 6 month follow up. Approximately 7 months post the index procedure, the patient had a revascularization of the target vessel with the implantation of another brand of stent; ptca was due to restenosis after previous ptca. The patient was free of symptoms at the 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. Approximately 3 years and 9 months post the index procedure, the patient suffered a non q wave mi, the target lesion was not involved. The patient had after revascularization of the target vessel approximately 3 years and 10 months post the index procedure with another brand of stent implanted. The patient was free of symptoms at the 4 year follow up.

Event description:
Approximately 3 years 9 months post index procedure patient had a gastro intestinal bleed on the same day as the previously reported mi. The investigator has indicated that the event was not related to the study device. The patient underwent pci of the rcx.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
Additional information received reported that the patient underwent target vessel revascularization approximately 3 years and 9 months post procedure. Ballooning was performed. Investigator indicated that the reported events were not related to the study device. Additional information received also corrected the date of the previously reported gi bleed.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (haemorrhage). Conclusions: inherent risk of procedure (haemorrhage).

Manufacturer narrative:
(B)(4).